Event description:
Assistant director of houskeeping experienced a needle stick when disposing of what appeared to be a full sharps container from a #4842 cabinet. A staff member stated that the 5 quart translucent container inside the cabinet appeared to be full and that syringes and needles were jammed within the clear tortuous path lid of the container. When the employee went to open the cabinet to change the container, a needle fell out of the lid from the cabinet and she incurred the needle stick. Account reported that a needle was hanging up in the tortuous path and others would get stuck behind it. This gave the impression the container was full when it was not. It is unk what first aid, tests, or monitoring, if any, was given to employee.